Manufacturer narrative:
Follow-up from (B)(6) 2015: ptc (product technical complaint) was received. (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had an ectopic pregnancy. She unknowingly became pregnant when the coils shifted, one piercing the fallopian tube, the other piercing the uterus (seen as embedded device). Because the pregnancy ruptured she had been internally bleeding for 12 hours. The events ectopic pregnancy and pregnancy ruptured in fallopian tube are serious due to hospitalization and are listed in the reference safety information for essure. The other events are serious due to medical importance and listed. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this case, a hysterosalpingogram was performed 3 months after essure insertion and the result showed both coils were properly in place and no dye had seeped through her tubes. One month later she was rushed to the hospital and an ectopic pregnancy was diagnosed. Considering the positive temporal relationship and the nature of the events, a causal relationship with essure cannot be excluded. Therefore this case was regarded an incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0281, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted. The consumer had the hsg (hysterosalpingogram) done 3 months after essure was inserted, showing that both coils were properly in place and no dye had seeped through her tubes. Exactly one month later she was rushed to the hospital for what turned out to be internal bleeding due to an ectopic pregnancy. She unknowingly became pregnant when the coils shifted, one piercing the fallopian tube, the other piercing the uterus. Because the pregnancy ruptured she had been internally bleeding for 12 hours. Her children were only 2 years old and 6 months old at the time. She considered all events related to essure. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had an ectopic pregnancy. She unknowingly became pregnant when the coils shifted, one piercing the fallopian tube, the other piercing the uterus (seen as embedded device). Because the pregnancy ruptured she had been internally bleeding for 12 hours. The events ectopic pregnancy and pregnancy ruptured in fallopian tube are serious due to hospitalization and are listed in the reference safety information for essure. The other events are serious due to medical importance and listed. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this case, a hysterosalpingogram was performed 3 months after essure insertion and the result showed both coils were properly in place and no dye had seeped through her tubes. One month later she was rushed to the hospital and an ectopic pregnancy was diagnosed. Considering the positive temporal relationship and the nature of the events, a causal relationship with essure cannot be excluded. Therefore this case was regarded an incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.